Event description:
It was reported during port placement, 2 blades were used and had the same problem of intermittent coagulation. The second blade also had an end of life error.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period (B)(4) 2010 to (B)(4) 2012. The pulsar generator was received in fair condition with minor surface imperfections. The unit delivered rf energy correctly into the fixed resistors. Intermittent coag is a known problem addressed by upgrading the unit's firmware to the latest version. Other complaints of end-of-life errors were not confirmed during testing or seen on error log. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use. End of report.